Event description:
Follow-up information provided the patient experienced slight muscle spasm when pressure applied to ipg site. As a result, (B)(6) 2018 the ipg site was moved approximately 3 inches lower in the patient¿s flank area. Patient states having no muscle spasm or discomfort since procedure was completed.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had ipg repositioned due to discomfort. As a result, the ipg was moved lower in patient¿s flank. Effective therapy was reported.